Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump went into threshold suspend reading 60 mg/dl when the blood glucose reading was 180 mg/dl. He also reported that the sensor reading was 400 mg/dl when the blood glucose was 89 mg/dl. He stated that he had received a calibration error alert. He stated that there was no incorrect or delayed entry of a blood glucose reading. Customer calibrates when blood glucose was stable. He also reported that there had been some blood at the site. Nothing further was reported.